Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws wouldn¿t close and grasp tissue. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: age changed from (B)(6) to (B)(6). (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the tool handle and on the jaws. Microscopic inspection showed the heater wire was flexed away at the center of the hot jaw but remained attached at the tip and the base of the jaw. Traces of charred tissues were observed on the jaws. The blue toggle switch was manipulated to operate the jaws. It was observed that the jaws match up and are aligned. However, it was observed that the jaws would not fully close. The flexed heater wire at the center of the hot jaw was an obstruction preventing the jaws from closing properly. Based on the returned condition of the device and the evaluation results, the reported failure mode "mechanical issue" was not confirmed. The analyzed failure mode "bent wire was confirmed. Specific actions for the analyzed failure mode "bent wire" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws wouldn¿t close and grasp tissue. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Changed the statement as follows: the device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the tool handle and on the jaws. Microscopic inspection showed the heater wire was flexed away at the center of the hot jaw but remained attached at the tip and the base of the jaw. Traces of charred tissues were observed on the jaws. A mechanical evaluation was performed. The blue toggle switch was manipulated to operate the jaws. It was observed that the jaws match up and are aligned. The jaws are able to advance and retract with no difficulty. However, it was observed that the jaws remained partially opened due to the flexed heater wire at the center of the hot jaw, creating an obstruction preventing the jaws from closing completely. Based on the returned condition of the device and the evaluation results, the reported complaint that the jaws won't close and grasp tissue was confirmed due to the analyzed failure mode "bent wire" which was also confirmed. (B)(4).